Event description:
A guidezilla guide extension catheter was received with no reported issues. Device evaluated by MFR: the device was returned for analysis. The hub, hypotube and collar were microscopically and visually inspected. Inspection revealed a complete separation at the collar and collar damage with metal "fingers" bent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.